Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient complained the scs stimulation therapy had lost effectiveness. Upon evaluation of the patient's scs system the company representative confirmed the scs lead showed high impedance on all contacts. Surgical intervention was taken and a micro-fracture of the lead was discovered above the anchor. The lead was removed and replaced with a new lead. The procedure was completed without complication and the issue addressed.